Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was failing. Unfortunately during extraction, the patient's superior vena cava tore. Additional information obtained from the field which indicated that this lead exhibited high impedance measurements. The rv lead was explanted. No additional adverse patient effects were reported.